Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. The keypad buttons were completely unresponsive to user presses. The pump case was removed, and contamination was found on the bolus button, causing a short and unresponsive keypad buttons. Unrelated to these issues, the bolus button cover was completely detached from the pump casing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, unresponsive keypad buttons, and a bolus button short. This report is made based on results of investigation completed on 05/22/2015.